Manufacturer narrative:
Deflation of the left breast implant. Bilateral exchange with unk devices. As no product was returned, it was not possible to perform a product inspection. Review of the product history sheet demonstrated that the product was mfg within spec. No product was returned.